Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). The device was missing a capacitor component, however this component missing has not historically produced improper operation, no other anomalies were noted. This analysis could not verify the customer or service-reported failures regarding rate adjustment.

Event description:
It was reported that the rate could not be adjusted on the external pulse generator (epg). The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board was out of electrical specification. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, two side bail covers were broken, the ring cover was broken, one case screw was missing, the battery contacts were compressed, the ring was bent, and the battery drawer was broken.